Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At the index procedure the aortic neck was 30 mm in diameter and 15 mm in length. The degree of angulation was 70 degrees. Vessel tortuosity and calcification was moderate. It was reported that patient presented emergently with abdominal pain. Currently, the aortic neck is 34 mm in diameter and 10 in length. The degree of angulation is 80 degrees. Vessel tortuosity and calcification is moderate. A CT observed a proximal type I endoleak. The physician elected to implant an endurant cuff and coils, resolving the endoleak. There was also dilatation of the right common iliac artery; the physician decided to implant an endurant limb. The physician stated that the cause of the event was due to a short angled large neck with disease progression. No additional clinical sequelae were reported and the patient is fine.